Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 2:1 ratio caution: sharp, catalog #: 00770302000, serial #: (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp, catalog #: 00770301500, serial #: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher gears got cracked. Additional information received revealed that the mesher gave an incomplete mesh on very thin skin during meshing of previously recovered cadaveric donor skin. This cadaveric skin was used to produce allografts. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the unit¿s gears got cracked. The mesher gave an incomplete mesh on very thin skin. On january 23, 2018, it was clarified that the device gave an incomplete mesh on very thin skin. The event occurred during meshing of previously recovered cadaveric donor skin. The event was not identified before the first use upon opening of a newly purchased device. No harm/injury to the patient or operator. The harvested graft was not usable and the skin being processed is previously recovered cadaveric donor skin used to produce allografts. The customer returned a skin graft mesher device, serial number 04194, for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher twelve times as documented in the repair reports. The last repair was april 27, 2017 where it was reported that the device produced an incomplete mesh and the blade made large holes and the roller, roller gear, and worn bearings were replaced. The 1.5:1 ratio cutter produced a passing sample mesh. The 2:1 ratio cutter did not produce a passing sample mesh and was deemed non-repairable. This is not a related issue. Initial qa inspection of the skin graft mesher on january 26, 2018 revealed that the roller, gear, comb, side plates, carrier guide, roller, and shoulder bolts were damaged on the device. The pretest could not be performed due to the damaged parts. The 1.5:1 ratio cutter produced a passing sample mesh. The 2:1 ratio cutter did not produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 26, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware and handle. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event of the gears being cracked was confirmed since during initial inspection the gears were damaged. The reported event of the device producing incomplete meshes was non-verifiable since it is unknown what cutter was used during the reported issue. The root cause of the gears being cracked cannot be specifically determined with the provided information since it is unknown what caused the damage to the gears. The root cause of the device producing incomplete meshes cannot be determined with the provided information since it is unknown what cutter was used during the reported issue. The issue was resolved with the replaced roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware and handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.